Manufacturer narrative:
Corrected data: initial report inadvertently indicated the incorrect event date.

Event description:
It was reported that the patient was experiencing gagging, vomiting, and constipation a few weeks following prophylactic generator replacement. The patient was also noted as losing weight despite eating regularly. The patient was taking strong medication for the constipation; however, it was reportedly not helping. Vns diagnostics were normal as per the physician. The neurologist is still trying to evaluate if there is a relationship between the vns and the patient's events. The physician lowered the patient's vns settings and referred the patient to a gi specialist.

Event description:
Additional information was received indicating that the patient's vomiting had stopped and the patient was now taking prilosec. Further follow-up with the physician found the physician felt that the cause of the symptoms were not entirely clear but he does believe that they likely have a relationship to the vns replacement. The symptoms reportedly "faded gradually" after the patient's vns was disabled on (B)(6) 2011. The gi specialist did not do any diagnostics scoping but cleared the patient on prilosec. The prilosec was noted as improving the patient's symptoms. The patient's generator is still disabled and the patient is noted as experiencing a seizure frequency the same as baseline. The physician had attempted to decrease the patient's epilepsy medication however the gagging, vomiting, and constipation did not improve. The physician noted in clinic notes received that the patient had lost about 15 lbs as a result of the nausea and vomiting. The physician indicated that he believes the stimulation following generator replacement may have been stronger than what patient had been receiving prior to replacement due to the depleted battery of the previous generator. He indicated that this could be the reason for the patient having further reduced seizures as well as the nausea and vomiting. It was not indicated if the physician will be re-enabling stimulation.

Event description:
Clinic notes were received indicating the device had been re-enabled. Additional relevant information has not been received to-date.